Event description:
A pt reported experiencing hyperglycemia while using a surestep meter. In 8/7/2001, pt's blood glucose was 98 mg/dl on the ss meter at 9:00pm. A little bit later pt experienced sweating, felt shaky and was about to pass out. Paramedics were called and found pt's blood glucose 400 mg/dl on their meter of unknown brand. Paramedics treated pt at home and did not transfer pt to hospital. Pt's glucotrol dosage was increased to 10 mg after event. No further info has been provided.